Event description:
It was reported that during an infusion, the device alarmed 5 times for an upstream occlusion (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
(B)(4). This complaint was received from a pt family member and therefore the device serial number is unknown, and no contact information was provided to baxter. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.